Event description:
It was reported that the patient presented with high capture threshold exhibited on the right ventricular (rv) leadless pacemaker (lp). The rvlp was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that the patient also presented with bradycardia and loss of capture on the right ventricular leadless pacemaker. Programming changes were made initially prior to the explant and replacement.